Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: delta v-40 ceramic head 28/+4; 6570-0-228 ; 69897302, md vit slv and 2.0mm homog cbl; 6704-0-510 ; 77250711, md vit slv and 2.0mm homog cbl; 6704-0-510; 74137305, 6.5 cancellous bone screw 20mm; 2030-6520-1; lot unknown, 6.5 cancellous bone screw 20mm; 2030-6520-1; lot unknown, modular dual mobility insert; 626-00-52h; lot unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to infection. A poly swap was done. Rep confirmed that no further information will be released by the hospital or surgeon.